Event description:
Pt had placement of kopan's wire via ultrasound. During surgery, the wire broke and a piece of the wire was left in the pt. This was discovered on the pt's mammogram. The surgeon brought this to the pt's attention in 2003.